Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implantation of an evolutfx 26 mm valve in a previously implanted, heavily calcified non-medtronic surgical aortic valve, the evolutfx valve was initially implanted in good position about 4mm below the surgical ring and appeared to be fully expanded. A post-implant balloon dilation was performed with a 22 mm non-medtronic balloon to crack the surgical valve. During the balloon dilation, the balloon appeared to be in a high position, and the evolutfx valve subsequently dislodged upwards. The patient exhibited symptoms of stroke, including aphasia and disorientation. A new transcatheter aortic valve implantation was performed using another manufacturer's product.

Manufacturer narrative:
Continuation of d10. Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; implant date: non-implantable device product ID: l-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; implant date: non-implantable device product ID: 22mm true dilatation balloon valvuloplasty catheter (non-medtronic device); lot #: unknown select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implantation of an evolutfx 26mm valve in a previously implanted, heavily calcified non-medtronic surgical aortic valve, the evolutfx valve was initially implanted in good position about 4mm below the surgical ring and appeared to be fully expanded. A post-implant balloon dilation was performed with a 22mm non-medtronic (true) balloon to crack the surgical valve. During the balloon dilation, the balloon appeared to be in a high position, and the evolutfx valve subsequently dislodged upwards. The patient exhibited symptoms of stroke, including aphasia and disorientation. A new transcatheter aortic valve implantation was performed using another manufacturer's product. Additional information was received that after the post dilation, the valve dislodged up to 0 mm and then further dislodged up in a sinotubular junction (stj) position, where it remained. The stroke was ischemic and the stroke symptoms was present during the procedure, after the valve dislodged. An magnetic resonance imaging (MRI) confirmed the stroke. Per the physician, the dislodged valve contributed to the stroke, as well as a chunk of calcium from the heavily calcified non-medtronic surgical valve that embolized. Additional information was received to report in an attempt to provide treatment, a thrombectomy was performed; however, was unsuccessful as it did not resolve the issue. Per the physician, the patient suffered permanent impairment as a result of the stroke with aphasia and hemiplegia. The patient was transferred to a rehabilitation ward.

Manufacturer narrative:
Updated b.5 and h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that after the post dilation, the valve dislodged up to 0 mm and then further dislodged up in a sinotubular junction (stj) position, where it remained. The stroke was ischemic and the stroke symptoms was present during the procedure, after the valve dislodged. An magnetic resonance imaging (MRI) confirmed the stroke. Per the physician, the dislodged valve contributed to the stroke, as well as a chunk of calcium from the heavily calcified non-medtronic surgical valve that embolized.